Manufacturer narrative:
The instrument was not returned for evaluation, therefore, no conclusion can be drawn regarding the root cause of the customer reported failure mode. A follow-up MDR will be submitted upon receipt and evaluation of the instrument. Per the case notes, the broken instrument components were successfully retrieved from the pt.

Event description:
It was reported that during the da vinci myomectomy procedure, the permanent cautery spatula instrument broke while the surgeon was attempting to dissect fibroids. Three broken pieces fell inside of the pt and were immediately retrieved. The instrument was removed and the planned surgical procedure was completed with a replacement instrument of the same type. No pt harm, adverse outcome or injury was reported.